Manufacturer narrative:
Investigation summary: this product was returned without allegation. Laboratory analysis identified fatigue damage to the cuff and balloon components that would impact device functionality. DHR review: a DHR and ship history review cannot be performed as the lot number was not available. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff, balloon, and pump components were visually and microscopically inspected, and tested for leaks. It was noted that the tab and buttonhole of the cuff were torn, likely during the explant procedure. The cuff did not pass leak testing as two leaks were identified in the upper and lower cuff shell lateral areas; the leaks were consistent with wear and fatigue. The balloon also did not pass leak testing as a leak was found at the balloon shell adapter junction consistent with material fatigue over time. Inspection of the pump noted the kink resistant tubing (krt) was worn and there was slight damage to the window quick connector (wqc) but there were no leaks. Inspection of the remainder of the device, apart from the observed damage, noted no further irregularities. Labeling review: the ams 800 instructions for use (IFU) was reviewed. There is no evidence that the device was used or handled improperly. Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was returned to boston scientific without allegation. Upon analysis a device problem was identified.